Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's high impedances and loss of stimulation was not determined. The patient's office has ordered diagnostic imaging. There has been no lead revision planned or scheduled. The patient's high impedances and loss of stimulation has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain, radiculopathy, and spinal pain. It was reported that the patient's stimulation was only 'touching the left side and not working on the right side' and that they would like more coverage onthe right side. Additional information was received from a manufacturer representative. It was reported that the patient lost stimulation about 6 months ago and only has stimulation in the upper left thigh and behind the knee. An impedance test was performed and the following results were obtained: 1 19031 ohms 2 22733 3 16711 4 40k 5 30689 6 18260 7 15109 8 20383 9 18582 10 17948 11 19870 12 19870 13 21943 14 40k 15 17451 ohms it was noted that contacts 4 and 14 had impedances of over 40k ohms. The patient was redirected to follow up with their healthcare provider for a revision. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.